Manufacturer narrative:
The reported issue has been confirmed during evaluation of the provided problem description. Service report and log files were not attached to this investigation. According to the information received from our field service engineer (fse) the air gas module was defective and required replacement. No service on the ventilator has been requested. Information about the current status of the ventilator has not been provided. The root cause of the event has not been determined.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).